Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8288946. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It has been reported that the 0.5ml 31gx6mm u-100 insulin syringe walmart has been found with needles separating from the device during use. The following has been provided by the initial reporter: it was reported that the consumer found 3-4 syringes needle pulls off when removed the needle shields. Verbatim: relion syringe 31g 6mm 1/2ml lot # 8286946 found 3-4 syringes needle pulls off when removed the needle shields discarded samples. User of syringes 6-8 months. Unknown occd date finds in almost every pack of syringes 3-4 syringes like this. Needle hub still attached to the needle within the needle shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 0.5 ml 31gx 6 mm u-100 insulin syringe (B)(6) has been found with needles separating from the device during use. The following has been provided by the initial reporter: it was reported that the consumer found 3-4 syringes needle pulls off when removed the needle shields. Verbatim: relion syringe 31g 6 mm 1/2 ml lot # 8286946 found 3-4 syringes needle pulls off when removed the needle shields. Discarded samples. User of syringes 6-8 months. Unknown occd date. Finds in almost every pack of syringes 3-4 syringes like this. Needle hub still attached to the needle within the needle shield.